Manufacturer narrative:
Product event summary #geo event description: it was reported that the pacemaker measured high impedances of the rv lead and it was suspected that there was a lead fracture. The pacemaker had probably reached elective replacement indicator (eri) however the longevity was still good. Preliminary geo assessment: no data about the rv lead. Followup for information is needed. Eri condition is a issue with the pacemaker which can be cleared. Preliminary geo findings: pli10 eri lock-up condition is a temporary state which can be resolved with the correct software. Concomitant medical products: product ID 4092-58, serial# (B)(4), implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds and rising pacing impedance. It was also reported that the implantable pulse generator (ipg) had an elective replacement indicator (eri) measurement lock up where eri was displayed but the longevity of the device was within normal limits. The rv lead was turned off. The ipg and the rv lead remains in use. No patient complications have been reported as a result of this event.